Manufacturer narrative:
One sample was returned for evaluation. The sample was filled with solution, inside a zip-lock bag, and was noted to be leaking. Functional testing showed a leak at the spike port tubing weld in the back of the bag. A magnified inspection observed a tear/hole in back of the bag. The reported issue was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
This was reported to have occurred during the weekend prior to (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva tpn bags leaked near the port. This was noted in the pharmacy before patient use. There was no patient involvement. No additional information is available.